Manufacturer narrative:
Philips field service engineer (fse) troubleshot the system on 2016nov11 and performed a level 1 iq check and confirmed that the system functioned according to specifications. The total air kerma of 3.3 gy was intended by the user.. This was also confirmed by a philips system designer, there were several factors that may have contributed to the 3.3 gy: not using dose saving measures, like fluo grab, eco settings. The amount of cine runs (42 runs, resulting in 2 min of cine exposure (2193 images). Total fluoroscopy time (14.5 min). Size of the patient, resulting in a high dose rate (more than 50% of cine and exposure runs are made at settings close to the maximum x-ray output (> 110 kv)). According to the field service engineer, the customer was aware about the eco dose functionality, but they did not remember that it became available with the upgrade of their system to r7.2.9. The field service engineer educated the customer on the cine function and also utilizing the fluoro save function when possible. He also conveyed the use of utilizing the eco dose function with the latest system upgrade to r7.2.9. Conclusion: the procedure (stemi) and patient demographics (bmi 39) resulted in the high dose. There was no malfunction of our system that caused the high dose. In addition this was a one-time occurrence.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that a patient received 3.3 gy total dose in 14 minutes. Fourty two cine runs and 2193 of images were used. The customer was warned by the system that the 2 gy of dose was reached.